Manufacturer narrative:
The v-go 40 may have provided more insulin than the patient required. Hcp changed prescription to v-go 30 as a result of the patient's hypoglycemia. Patient was unable to self-recognize and self-treat his hypoglycemia. No product was available for evaluation.

Event description:
The patient's father stated when the patient was on v-go40 the last month and a half; he was having low blood sugar readings around 50, mostly in the morning. The patient's father stated the patient one time had symptoms of sweating and being not coherent. He said the other times the patient's blood sugar was found to be low when his reading was taken. The patient's father said the rest of the day the patient's readings would be 105-120. The patient would bring up his blood sugar by taking orange juice. The patient's father informed the doctor who changed the size to v-go30.